Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. The initial customer report indicates fails downstream occlusion. The complaint was not confirmed because the failure could not be replicated. The pump was calibrated. The performance verification test was performed. All tests passed within specifications. Probable cause: the complaint could not be replicated. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump fails downstream occlusion. There was no patient involvement.